Manufacturer narrative:
Block b3: exact date unknown, event occurred at the year of 2019. Block d6b: explant date: 2019.

Event description:
It was reported that the patient underwent an explant procedure due to an unknown reason.